Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 54840016550, 510k# k091974 and (B)(4) is approved for sale in us. Product analysis result: visual functional there are visual signs of damage to the leading edge of the threads on bone screw head. The reminding portion of the threads do not appear to be damaged. This type of damage is consistent with misalignment between the bone screw head and the break off screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l3/4/5 due to lumbar spinal canal stenosis. Intra-op, the threads of the screw was found damaged. No patient complications were reported as a result of this event.